Event description:
Rptr has implanted cirrus sc 600-2 hydrophilic acrylic intraocular lens in this pt. Rptr noticed opacification of the iol 22 mos later and removed lens. Opacification of an intraocular lens is a big problem and rptr has not seen such a problem with any other iol. Rptr has other cases with opacification of the same brand iol but did not yet remove them.